Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel intolerance') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel intolerence') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concomitant products included levothyroxine sodium (synthroid). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and was found to have thyroid function test abnormal ("thyroid levels wouldn't stabilize no matter what"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and thyroid function test abnormal outcome was unknown. The reporter considered allergy to metals and thyroid function test abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new event 'thyroid function tests nos abnormal' was added. New reporter was added. Medical history was added. Synthroid was added as concomitant drug. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel intolerance') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concomitant products included levothyroxine sodium (synthroid). In 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and was found to have thyroid function test abnormal ("thyroid levels wouldn't stabilize no matter what"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals and thyroid function test abnormal outcome was unknown. The reporter considered allergy to metals and thyroid function test abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.